Event description:
A baxter service technician reported an infusion pump with an 812:02 failure code which occurred during service. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.